Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the locking sleeve had been rotated out of its proper alignment preventing it from sliding. When the lock sleeve was rotated back into its proper alignment, the device was able to be removed from the handpiece as normal. Therefore, the reported condition was confirmed. The device was then tested and passed all operational specifications. The assignable root cause was determined to be due to user error, abuse and possible misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. It was reported that during a cochlear implant surgery, it was observed that the motor device and attachment device did not function properly when used together. There were no delays to the surgical procedure as spare devices were available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: the incorrect date of product return was inadvertently entered into the previous report. Upon further investigation the correct date of product return was received and entered into this med watch report.